Event description:
Clinic notes were received on (B)(6) 2011 where it discussed that during an office visit on (B)(6) 2011 that an unknown patient implanted in 2008 had a generator that reached end of service prematurely. Good faith attempts to obtain additional information including patient identification information (name, sex, date of birth, implant information, etc.) Have been unsuccessful to date.